Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The pump was received with cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 314 mg/dl. The customer stated that the pump fell in the toilet. The customer reported fluid under the lcd display. The customer stated that there are no cracks or other issues with the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.